Event description:
It was reported to philips that the system shut down on its own, and upon restarting, had difficulty booting. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips filed service engineer (fse) inspected device onsite and identified the boot up issue of geo pc. Upon troubleshooting, fse suspected the cause of the issue due to faulty bios battery. To resolve the issue fse replaced the bios battery. After replacement of bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.